Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would intermittently not clip securely. Subsequently, the pump case fell and caused infusion sets to be pulled out. Customer's blood glucose was 200-250 mg/dl. The customer changed infusion sets and resumed insulin delivery. Tandem technical support suggested an alternate case that might better fit customer¿s needs, customer acknowledged.